Event description:
During a stereotactic breast biopsy procedure, the tip of the plastic applicator sheared off when the device was removed from the patient. After an x-ray of the breast was performed, it was noticed the callagen and marker were near the entrance of the breast. The doctor removed the misplaced marker, inserted a micromark ii marker manually, and completed the case with no patient consequence.